Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl and was within a normal range. The technical support instructed the caller to remove the cartridge and deliver boluses, which successfully resolved the issue, allowing the customer to reload the original cartridge and resume insulin therapy.